Event description:
Event description guidant received information that this implantable cardioverter defibrillator and the associated atrial and defibrillation leads exhibited episodes of oversensing. When the device paces, the atrium sees an ap vs marker and appears to be pacing in the atrium.